Manufacturer narrative:
(B)(4) date sent: 11/28/2023 d4: batch # unk additional information stapler was used in tissue and when shooting did not allow to open his jaws even so following the steps with the open button, activated reverse button however was still locked. This is why he had to activate the manual pallet (override) to release the tissue." A manufacturing record evaluation was performed for the finished device lot/batch number, a9da3g, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the device locks when activated and cannot be opened. No patient consequences reported. No further information is available.